Manufacturer narrative:
The field service engineer determined there was damaged wash station tubing, causing leakage into the cuvettes. The tubing was replaced. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas 6000 c501 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a na value of 188 mmol/l. The customer did not believe the initial value, so the sample was repeated. The repeat result was 140 mmol/l and was considered believable.